Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset their pump, which resolved the issue, allowing them to successfully start a new sensor session.